Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. (B)(4).

Event description:
Medtronic received information that a chest x-ray following the implant of this bioprosthetic valve identified free intraperitoneal air. Two days post implant, a chest tube was inserted due to left-sided pleural effusion. A chest x-ray subsequent to the chest tube insertion showed the free intraperitoneal air, and a computed tomography (CT) scan of the abdomen and pelvis demonstrated intraperitoneal free air anterior to the liver and stomach as well as at the mesenteric border with diffuse loops of small bowel and a moderate volume of ascites in the right upper quadrant and in the pelvis. The patient also presented with rising lactic acidosis, cardiac tamponade, and left ventricular dysfunction. An exploratory laparotomy was performed on the second post-implant day. The laparotomy was negative for ischemic or necrotic bowel or hollow viscus injury. The mediastinal chest tubes were removed and the cause of disruption of the peritoneum was found where the middle mediastinal chest tube had been tracking within the peritoneal cavity. It was determined that a lung laceration occurred during chest tube insertion. No further adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the reported information does not indicate a potential manufacturing issue. Pleural effusion is a known effect that can occur after cardiac procedures, but a conclusive cause of the effusion could not be determined from the limited information available. Cardiac dysrhythmias are known potential adverse events per mosaic instructions for use (IFU), and electrocardiographic changes are one of the most common cardiac dysrhythmias. Cardiac tamponade is an acute type of pericardial effusion in which fluid, pus, blood, clots, or gas accumulates in the pericardium (the sac in which the heart is enclosed), resulting in slow or rapid compression of the heart. A variety of factors can cause the tamponade, and a conclusive cause was unable to be determined from the limited information available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.